Event description:
It was reported to aci that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2014. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the physician successfully closed with the device. Approximately 30 minutes after the closure, while the patient was in her room, the patient developed a hematoma approximately 6cm in diameter distal to the puncture site. Manual compression was applied for 20 minutes in order to establish hemostasis. During the manual compression, the patient experienced an acute vasovagal response, resulting in bradycardia and precipitous drop in bp (blood pressure). Atropine and a bolus of IV fluids were administered in order to stabilize the patient. The patient was hospitalized for reasons unrelated to the mynx device / mynx procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1330205) indicated that the device lot met all established performance criteria prior to shipment.